Manufacturer narrative:
Method: MFR reviewed x-rays of implanted device. Results: review of x-rays by the MFR revealed a gross lead discontinuity. Conclusions: device failure occurred, but did not cause or contribute to a death or serious injury.

Event description:
A vns treating physician reported to (B)(6) that they had a pt presenting in clinic on (B)(6) 2011 with high lead impedance. The pt did not fall, manipulate their device, nor had an injury that could have attributed to the high impedance prior to it being attained. X-rays were taken and sent to the MFR for review. The generator was programmed off. The patient's x-rays were rec'd for review. There appeared to be a lead break distal to the last tie-down and above the left collar bone, which may be contributing to the patient's high impedance. Also, the lead appeared to be twisted and intact lead wires at the connector pin could not be assessed; therefore unable to rule out as potential causes of the patient's high impedance. The pt will have a lead replacement pending authorization from (B)(4) locally. Following surgery, the explanted lead will be returned to the MFR for analysis.